Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this defibrillator experienced severe pain at the pocket site. In addition, oversensing was noted likely due to device migration. In addition, the lead appeared to have moved to the front edge of this device. A revision procedure was performed. This device was repositioned to a sub muscular location. The leads were not repositioned. No further patient symptoms were reported. This device remains implanted and in service.